Manufacturer narrative:
It was reported that two savvy balloon catheters ruptured during angioplasty of a lesion in the right superficial femoral artery (sfa). The vessel was described as having moderate calcification and tortuosity. The prod was prepped and handled according to the instructions for use (IFU). The balloon catheters were advanced to the lesion without any reported difficulties. An indeflator was used and each balloon ruptured below rated burst pressure. The prod was not available for analysis. However, review of mfg route sheets was completed and results indicated that the prod met quality requirements for prod acceptance. Additionally, the balloon burst pressure test during mfg passed. The conclusion, vessel and lesion characteristics may have contributed to the reported events. Note; two prods with the same catalog and lot numbers are represented by this medwatch report.

Event description:
During a percutaneous transluminal angioplasty to right superficial femoral artery lesion, two savvy dilatation catheters ruptured below rated burst pressure at six atmospheres. Consequently, a competitor's dilatation catheter was used to complete the procedure with success and without incident. There were no adverse effects to the pt.